Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Patient reported undergoing a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient reports allegations of pain, inability to walk long distances, noises, and fluid around the joint. Patient further reports a revision has been recommended. There has been no reported revision to date.

Manufacturer narrative:
This follow-up report is being filed to relay revision date, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04749 & 060324).

Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient reports a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, inability to walk long distances, noises, and fluid around the joint.